Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display was dim and discolored. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.